Event description:
A tandem mobi cartridge alarm was reported by the caller, and the issue occurred during the load process. The customer experienced a high blood glucose level of 300 mg/dl, which did not exceed 500 mg/dl. The customer called technical support for assistance. Customer technical support (cts) instructed the caller to remove the cartridge from the pump and deliver a 9-unit bolus, which completed successfully, but the customer was unable to reload the cartridge and resume insulin therapy as the cartridge alarm recurred. Cts assisted the customer in loading a new cartridge following proper technique, but issues persisted, so cts resolved to replace the pump and cartridge. There was no backup therapy available, and cts advised the caller regarding next steps, including putting the pump into storage mode before returning it to tandem. The replacement pump was sent to the customer with updated software, and the caller acknowledged the need for a backup therapy and storage instructions.